Manufacturer narrative:
Batch review performed on 27-january-2024: lot: 2245478: (B)(4) items manufactured and released on 06-02-2023. Expiration date: 2028-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year 7 months from primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (10mm to 13mm) and the surgery was completed successfully.